Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2009. During the procedure, the device stopped working. A second device was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). (B)(4). Blade seized/stopped. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.